Event description:
The facility representative reported a flogard infusion pump with a "broke his hook the camera". It is unknown when this condition occurred in the emergency room. There was no patient involvement, injury, or medical intervention related to the device. Upon further review, the quality engineer determined that the reported condition was related to a door issue. This condition had the potential to interrupt delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of a "broke his hook the camera" was confirmed and reproduced during service evaluation. The quality engineer has determined the customer's problem was referring to a "loose door latch". The assignable cause of the problem was a loose door latch. The door latch was replaced to resolve the customer reported problem.